Event description:
It was reported that the right ventricular (rv) lead exhibited an increasing threshold and higher pacing burden. The physician decided to surgically abandon the rv lead, and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.